Event description:
It was reported that a low battery reset and safe state occurred. The alarm was heard and confirmed by telemetry. It was stated that a catheter dye study was performed on the day of the report at 08:00 and the catheter was determined to be patent. The pump was updated at 08:50 to prime the catheter after the dye study. The patient left, but then returned due to the alarm. Upon interrogation, the safe state and low battery reset occurred at 08:52. The pump would be due for replacement on (B)(6) 2015. After the reset, the pump was programmed back to the previous settings. The plan was to clear the catheter and re-prime to monitor the pump to see if the issue would to recur. It was stated that the pump would not come out of safe state with multiple attempts. The patient's status at the time of the event was stated to be alive with no injury. The pump was scheduled for replacement as soon as possible. The battery depletion was considered premature. The patient experienced increased tone and spasticity due to managing the spasticity with oral baclofen. The patient had not recovered, as the event was still ongoing. The pump was used to deliver baclofen (unknown). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).